Manufacturer narrative:
B4: (B)(6) 2021. The device was being setup when the reported event occurred, there was no delay of therapy. No parts were received. Previous investigation have shown that liquid ingress due to variability of the assembly process was the root cause of the navigation ring failure.

Manufacturer narrative:
B4:03aug2021. The field service engineer (fse) confirmed the reported issue and replaced the front bezel to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Date of report: 12jul2021. There was no patient involvement.

Event description:
The customer reported glitches when setting mask settings. The customer states that settings "jump around" when one is trying to change them. They were unable to make changes easily. The device was not in clinical use. No patient or user harm was reported. The remote service engineer (rse) advised caller that the nav ring may be faulty. The (rse) created an onsite work order. Further information is pending.